Event description:
It was reported that upon removal of epidural catheter, the catheter sheared and lodged in pt. An anesthesiologist was contacted and was able to retrieve retained piece. No pt difficulties reported.